Event description:
A discordant, falsely low ferritin result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned the result. The operator had not programmed the dilution factor into the instrument after the sample was manually diluted. The sample was rerun with the dilution factor programmed into the instrument, and the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ferritin result.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). The tsc specialist evaluated the instrument data and informed the customer that the operator must program the dilution factor into the instrument after a manual sample dilution. The cause of the discordant, falsely low ferritin result is user error. The instrument is performing according to specifications. No further evaluation of this device is required.